Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that there was a csf leak. The patient had multiple surgeries to try to repair the dura since (B)(6) 2014. The manufactuer¿s representative was unsure what portion of the catheter, if any, has been left in place. It was noted that the pump had been delivering fentanyl at minimum rate since (B)(6) 2014 into the pocket. A catheter replacement procedure was to occur. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.